Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "on the back side of the lens in the middle of the optic there is a defect which cannot be removed, so the lens was explanted and new one was implanted. In the process, the capsular bag ruptured, and the standby lens dipped into the vitreous body". Posterior capsule rupture occurred during implantation of the back-up iol. The rayner risk analysis identifies advancing the injector plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. There is no evidence to suggest a device-related cause for the capsule rupture.

Event description:
On (B)(6) 2022, rayner received notification from its german affiliate company of an event that occurred during use of a rayone spheric rao100c. The event description provided states "on the back side of the lens in the middle of the optic there is a defect which cannot be removed, so the lens was explanted and new one was implanted. . In the process, the capsular bag ruptured, and the standby lens dipped into the vitreous body".